Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome ¿ other. The patient reported that on all groups when he tried to increase stimulation on program 1, he didn¿t feel stimulation. The patient reported that he could increase stimulation on program 2 but not on 1. The patient reported that ¿number 1 don¿t come on.¿ the patient reported that he noticed this when he got the patient programmer(pp) out to use because he was ¿hurting like crazy.¿ the patient reported that usually he ¿laid on his heating pad and it went away but he couldn¿t get out of this pain.¿ the patient reported that he did feel stimulation before on program 1. The patient reported that he met with a manufacturer¿s representative (rep) a few months prior to the report and he ¿upped something to make it more of a piercing relief or shock I guess.¿ the patient reported that the ¿shock¿ was just referencing the stimulation and was the normal stimulation feeling, not uncomfortable. T he patient reported that he thought the rep adjusted the frequency high on group d but left the other groups (a, b, c) alone. There were no falls or traumas that could be related to this issue. The patient reported that he was on group a at 4.7v and then increased to 4.8v and then back down to 4.10v. The patient reported that he could increase stimulation but didn¿t feel it. The patient reported then that he switched to group b and he couldn¿t feel stimulation after increasing to 7.5v. The patient then reported that he was ¿worried on of the leads had come off.¿ no further complications were reported.